Event description:
After an unsuccessful attempt at direct stenting a sverely calcified left anterior descending coronary artery, a 2.0mm diameter by 16mm length 0114s ptca balloon catheter was inserted in an attempt to pre-dilate the lesion. Upon the first inflation, the balloon burst at 10 atm (10.13 bar). The rated burst pressure for the ptca balloon catheter is 14atm. Another MFR's ptca balloon catheter is 14atm. Anthoner MFR's ptca balloon (2.5mm diameter by 9mm length) was inserted, which also burst on its first inflation at 26atm. The s7 stent delivery system was re-inserted, however it still was not possible to cross the lesion. Upon pulling back the stent delivery system, the stent came off the balloon just prior to entering the sheath. It was not possible to retrieve the undeployed stent with a snare device, and the stent subsequently travelled down into the pt's leg. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. The lesion being severely calcified likely contributed to the balloon bursting below rated pressure. Separate medwatch reports have been submitted for each device involved in this event.